Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would turn on when it was shut off and on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would turn on when it was shut off and on. The customer ordered a replacement power management (pm) printed circuit board assembly (pcba). The customer replaced the pm pcba, but this did not resolve the reported issue. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.